Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after ten weeks of service the atrial lead was dislocated and had to be re-positioned. Prior to the procedure when the implantable cardioverter defibrillator (ICD) was interrogated longevity of only 3.2 years was indicated, and battery voltage was 3.01v. The physician decided to use the ICD despite the short expected longevity. After the atrial lead was re-positioned and the ICD was connected to the leads, the longevity was calculated for 8.7 years, but the battery voltage was only 2.82 v after ten weeks of service. Therefore physician decided to exchange the ICD for another device. No patient complications have been reported as a result of this event.